Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a broken tip clamp in the reported problem area of the pipetter assembly. The tip clamp was replaced. The instrument was inspected, tested without further problem, and returned to service.